Event description:
During a right knee arthroscopy procedure, one inch of the tip exploded/burnt off in the knee, and was lost for an hour before it was retrieved by the surgeon. The doctor heard a 'pop' and noticed over an inch of the fiber was in the knee. No injuries. Case was finished with a new 20476m-hp.